Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the terminal pin assembly and electrode body found an anomaly in the insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.